Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral corneal haze, observed at six month post photo refractive keratectomy (prk) follow up. Patient indicated vision was blurry. Patient was noted as placed on tapered topical steroid drops. Upon follow up, reporter indicated the patient was improving. There are two related reports for this patient. This report addresses the left eye and another MFR report will be filed for the fellow eye.